Event description:
Report received indicated that when the stent delivery system (sds) package was opened, the stent was noted already deployed. The outer box and pouch containing the stent and delivery system were received intact. It was not known if the exposure indicator on the pouch checked satisfactory. The intended procedure was carotid artery angioplasty. System was not use in the patient and procedure was resolved with another device. This product will be returned for evaluation and testing. Additional information will be sent within 30 days upon receipt.

Manufacturer narrative:
Ni